Event description:
A report was received on (B)(6), 2011 regarding a female patient, who reportedly suffered certain post-operative complication including pain from the original surgery, which occurred on (B)(6) 2007. The report further indicated that during a post-operative procedure to debride some scar tissue (no date provided), a tissue biopsy was performed and it was discovered that the patient had fungal infection in the tibia. Based on the received information, a (B)(6) female patient sustained a torn acl on her left knee while playing soccer. On (B)(6) 2007, the patient underwent an arthroscopic acl reconstruction and meniscal repair on her left knee. The patient was found to have a complete tear of her acl. She was also found to have a vertical tear of the posterior horn of the medial meniscus. During this procedure, a cortical screw 4.5mm x 44mm along with a spiked washer 1.3mm x 14mm post manufactured by conmed linvatec were presumably utilized as a post to attach the distal end of the hamstring tendon graft at the exit point of the tibial tunnel. In all accounts, the procedure was completed with no problems or any adverse effects recorded and/or reported to the manufacturer. The report did not provide any details regarding post-operative visits or patient's activities other than the indication of post-operative complications including pain. At present, no surgical or medical intervention reported and the patient current condition is also unknown. As per the report received, due to a medical malpractice action, all manufacturers whose mechanical devices were either used during the surgery or implanted in the patient's knee have all been implicated.

Manufacturer narrative:
An evaluation of the involved cortical screw could not be performed, as the product was not returned from the customer. A review of the device history record found that this unit was manufactured on july 12, 2007 in a lot of (B)(4) units with no noted discrepancies and no similar complaints received. Further review of complaint history for the entire product family found only (B)(4) other complaint (the spiked washer used with this cortical screw). A risk analysis was also performed and found to be acceptable. The cortical screw is intended for providing fixation of soft tissue to bone. The cortical screws are designed to be utilized in bone that has a cortical layer intact. The spiked washers are designed to be utilized with these screws in aided the retention of the soft tissue without damaging the tissue. The washers are designed to be used with one of the screws noted above and cannot be used independently. Preoperative and operating procedures, including knowledge of surgical techniques and proper selection and placement of the implant are important considerations in the successful utilization of this device. Surgeon must choose proper implant size based on specific procedure and patient history. The IFU provided the following warnings: patient should be advised that product materials may cause allergic reactions including but not limited to, foreign body reaction, tissue irritation/inflammation or other allergic reactions. Where material sensitivity is suspected, appropriate tests should be made and sensitivity ruled out prior to implantation of this device. The IFU precautions also listed the following adverse effects: infections, both deep and superficial, allergies, tissue irritation/inflammation, and other reactions to screw, washer and/or instrument materials. Based on the information received and the historical review, there is no evidence to suggest that a postoperative infection is linked to this medical device. Device was not returned.